Event description:
It was reported that the patient with this inflatable penile prosthesis was dissatisfied with the pump as it was hard to squeeze. The pump was explanted and replaced. Upon explant, it was confirmed that the pump was not filling and was dimpled. A valve malfunction was suspected. No patient complications were reported.